Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the anaesthesiologist alleges the device had a leak. The clinician inflated more air in the cuff to improve the seal and, since that decreased the leakage, continued to do so continuously in order to maintain normal ventilation until the end of the surgery. There was no known injury to the patient. Procedure: ophthalmologic.